Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe since it is not related to the device. Fibromyalgia-ndr: not applicable as the event is not related to the device. Sjogren¿s syndrome-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported and physician confirmed diagnosis of fibromyalgia, side non specific. Also, the patient reported reoperation bilaterally due to "scar revision." In addition, the patient indicated being diagnosed with sjorgrens syndrome, side non specific. Device remains implanted. This record is for the left side breast implant. Upon nurse review, the events of fibromyalgia and sjorgrens syndrome are considered non device related. Healthcare professional later reported left side rupture/capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/24/2011]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported and physician confirmed diagnosis of fibromyalgia, side non specific. Also, the patient reported reoperation bilaterally due to "scar revision." In addition, the patient indicated being diagnosed with sjorgrens syndrome, side non specific. Device remains implanted. This record is for the left side breast implant. Upon nurse review, the events of fibromyalgia and sjorgrens syndrome are considered non device related. Healthcare professional later reported left side rupture/capsular contracture baker grade iii. Device has been explanted and replaced.